Event description:
Device report 3 of 3: reference MFR reports: 1627487-2012-09111, 09112. The patient received her scs system including two percutaneous leads (from two different lots). It was reported the patient had a surgical intervention for lead replacement due to high impedance values. During the procedure, the physician noted corrosion in the ipg header. The ipg was explanted and replaced with a new ipg. The patient had also previously reported feeling pressure at the ipg site when stimulation was on. Effective stimulation was captured postoperative. No further patient complications were reported.

Manufacturer narrative:
Results: the returned device was received without instrument marks on the can. Visual inspection of the ipg revealed discoloration in the header. Since no anomalies were observed on the septum, the discoloration likely occurred during the explant procedure. No corrosion was observed in the header. The ipg was functionally tested and passed all testing.